Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant after a physical exam and mammogram imaging. As a result, the patient underwent removal and replacement on (B)(6) 2022.

Manufacturer narrative:
On june 06, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 20, 2022, mentor received information that the patient was diagnosed with bilateral encapsulated breasts. The description is consistent with capsular contracture, however no baker grade rating was provided. Furthermore, the implants were discovered intact upon removal. As such the rupture is not applicable to this file. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-07484 for the contralateral event. The patient was replaced with 400cc (left implant) and 430cc (right implant) mentor memorygel breast implants. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 01, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).